Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The c-cradle brake pad was cleaned, the workstation power supply was adjusted, and the high voltage cable assembly wires were repaired. The system was tested and is operating as intended.

Event description:
The customer reported that monitor went black on the 9600 system. No pt injury was reported.